Event description:
During preventative maintenance of the device, the user reported that the red cap on the adjustment knob was broken. Since the event occurred during preventative maintenance, there was no pt involvement during this event.